Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The patient¿s catheter was removed and therapy was discontinued. It was unknown if the patient was hospitalized for the event. The patient was treated with injection vancomycin intraperitoneally (ip) (2 gm, once in 4 days), tazact (2.25 gm, every exchange up to 14th day, ip), and heparin (2ml, every exchange and route not reported) for the peritonitis. It was unknown if the patient recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). On an unknown date, the patient (pt) passed away. The cause of death was reported to be the unstable blood pressure, however, it is unknown if the peritonitis event resolved prior to death. It was not reported whether an autopsy was performed.